Manufacturer narrative:
Concomitant medical products: 693558 lead implanted: (B)(6) 2020 and ddmb1d1 ICD implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a systemic infection. The implantable cardioverter defibrillator (ICD) system was explanted, and a new system will be implanted at a later date. No further patient complications have been reported as a result of this event.